Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the "1, 2, 3" buttons were not responsive unless the pump was plugged into a power source. The customer reported that the issue was resolved without troubleshooting. Customer's blood glucose was not impacted.